Manufacturer narrative:
Concomitant medical products: 6719 adaptor implanted (B)(6) 2015; 693565 lead implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) battery longevity was not meeting the clinician's expectations. The device was programmed to ventricle-only pacing and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying time for device replacement. If information is provided in the future, a supplemental report will be issued.